Manufacturer narrative:
Catalog #: 1-2210, lot #: 2180331, expiration date: 07/31/2011. Device manufacturing date: 07/2009. H6: method: device was not returned; followed up with company representative.

Event description:
It was reported that a pt underwent an x-stop procedure at three levels l2-l5. The 10 mm device was successfully inserted at level l4/l5. During insertion of the 8 mm device, the spinous process was fractured at level l4. Both devices were removed and laminectomies were performed. It was noted that there was 1.5 hour delay in the overall procedure time and in-patient hospitalization/prolongation of existing hospitalization was necessary. No additional info was reported.